Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced the potassium (k) electrode to resolve the issue. The fse verified instrument operation.

Event description:
The customer obtained false low potassium (k) results for eleven (11) patients, involving the unicel dxc 600 pro synchron system. The false low k results were reported outside the laboratory. A physician questioned the low k results. The customer repeated the samples on the same dxc and obtained higher k results considered correct. There was no effect to patient treatment in connection with this event. Quality control (qc) was within laboratory's established ranges on the day of the event.